Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been feeling pulsating stimulation sensation down into their ankle like when they did the other therapy where they put a needle in their ankle. Patient reported they it just lasted 30 seconds and then it disappeared. Patient reported that they felt it for the first time the day of the surgery and then they felt it again a couple days ago. Patient services guided patient to discuss with healthcare provider (hcp).